Event description:
The pt's care giver reported the pt, who had a do not resuscitate (dnr) order, expired at home. The peritoneal dialysis (pd) nurses reported the pt died either from an aneurysm that erupted due to a fall or a myocardial infarction. The pt was not connected to the cycler at the time of death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.